Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 350 mg/dl and insulin injections were used to address the bg level. A system check was performed and the pump and infusion set tubing was found to be functioning as expected. The cannula was not compromised. The customer changed the changed the cartridge and infusion set. Insulin delivery was resumed.